Event description:
It was reported that during the implant attempt, the lead had high, unstable thresholds and failed defibrillation threshold testing at twenty-five joules in both polarities. The lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated damage at implant. (B)(4).